Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient experienced a red error light on the remote after attempting to turn stimulation back on following a urinary tract infection (uti). Troubleshooting was performed in the office using the clinician programmer, which showed all open impedances and an error indicating a lead issue. The patient also reported a recent fall. A follow-up appointment is being scheduled with dr. Mora to evaluate options for revision or device removal. There were no clinical complications reported. The patient had a confirmed diagnosis of a urinary tract infection (uti), which has since resolved. They have not yet followed up with the urologist because they are currently waiting for an appointment. Additionally, the patient did not visit the doctor after experiencing a fall. The territory sales manager believes the uti was unrelated to the device or therapy. The patient was prescribed antibiotics for the uti, and following the fall, they reported experiencing pain in their right leg. The next steps for the patient's care are still undecided, but once they see the urologist, it is recommended that they receive an x-ray.